Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited high pacing impedance and capture threshold. The lead was explanted and replaced. The patient condition was stable post-procedure.